Event description:
The device was applied during a open cholecystectomy procedure. Reportedly, the clips applied to the cystic duct during the original procedure did not hold. A reoperation was performed to correct this condition. The hospital stated the clinically applied device was discarded.